Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two and a half months post implant the right atrial (ra) lead had dislodged and was sensing ventricular activity. The ra lead was removed and replaced. The physician stated that when they opened the pocket there was only one suture on the lead and it did not feel secure. No patient complications have been reported as a result of this event.